Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent embolism). Patient's condition affected effectiveness of device (target lesion exhibited severe calcification and approximately 95% stenosis). Failure to follow instructions (force used in an effort to advance the device). No results available since no evaluation performed. Unable to confirm complaint (device or procedural images not provided for review). Evaluation conclusions: known inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (target lesion exhibited severe calcification and approximately 95% stenosis). User error contributed to event (force used in an effort to advance the device). Unable to confirm complaint (device or procedural images not provided for review).

Event description:
The physician intended to implant a resolute integrity drug-eluting stent to treat a lesion in the rca with severe calcification and approximately 95% stenosis. Lesion pre-dilation was performed. Resistance was encountered advancing the device to the target lesion. Force was used in an effort to advance the device. It was reported that the stent dislodged during the attempt to cross the calcification. The dislodged stent was successfully removed from the patient. The patient was discharged without any problems and no clinical sequelae were reported.